Event description:
It was reported administered recalled product synvisc-one; lot number: 74slo21 or 7r5l021 by (B)(6) that was contaminated. Pt reported severe reactions after injection where right knee severely swollen and in pain. Swelling required to be drained at (B)(6) and going back to (B)(6) tuesday on (B)(6) 2017 for f/u. Pharmacy not aware of recall at this time and not sure who contacted dr and provided this info. Rph. "Is the product compounded: no, is the product over-the-counter: no.